Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a remote follow-up, noise was observed on the right ventricular (rv) lead. The suspected cause of the event was due to lead damage, although not confirmed. The lead was capped and replaced to resolve the event. The patient was stable.